Event description:
The infusion was completed on 24 hours of therapy instead of the expected 48 hours. Device content was naropeine 7.5mg/ml and catapressan 0.15mg/ml lidocaine 60ml in a diluent of water for a total fill volume of 270mgl. No pt injuries or medical interventions were reported with this event.